Event description:
The customer reported a leak near pinch valve vl39 of the coulter lh 750 hematology analyzer. The customer was not able to locate the exact source of the leak. The volume of the leak was about 2 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/16/2015. The fse found tubing disconnected from check valve cvl 85/126. The fse reattached the tubing to the check valve, which repaired the leak. The repairs were verified per established procedures. (B)(4).